Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the lancet protrudes beyond the end cap of the multiclix lancing device. No adverse event reported. Requested return of the alleged lancing device for evaluation and replacement was sent.

Manufacturer narrative:
Device was returned by customer to roche affiliate. Device waslost in transport between affiliate and investigation unit and wasunable to be located so no investigation could be performed.